Event description:
The customer's daughter reported via phone call that the customer was hospitalized on (B)(6) 2015 with a blood glucose of 551 mg/dl. Customer had diabetic ketoacidosis and had been high all day yesterday. Customer had his teeth cleaned aggressively and the highest blood glucose point was after midnight. Customer had an IV drip and fluids. Customer's blood glucose was being monitored. Customer was vomiting and stated that he just changed everything yesterday except the insulin. Customer's current blood glucose was 146 mg/dl. Customer declined to check for possible site or insulin issues. Customer was advised that the inaccurate pump settings may result in unexplained high blood glucose. Customer declined to check his settings. Customer's daughter stated that she will tell the health care professional that everything seemed to be working correctly and they will see if they want to run the high pressure test. Caller stated that they will call back if they need assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.